Manufacturer narrative:
Concomitant medical product: PICC, 20 ml bd syringe,td (B)(6) 2018.

Event description:
The customer reported an infusion of lipids at 0.6ml/hr where the max zero was connected to a PICC line and noticed to be leaking at that juncture when placing a new syringe. There was no patient harm.

Event description:
The customer reported an infusion of lipids at 0.6ml/hr where the max zero was connected to a PICC line and noticed to be leaking at that juncture when placing a new syringe. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero connection was confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. Pressure testing showed a leak from the stand alone maxzero port. Closer inspection of the maxzero under magnification showed a microchannel that was allowing fluid to leak out. The root cause of the microchannel was an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported an infusion of lipids at 0.6ml/hr where the max zero was connected to a PICC line and noticed to be leaking at that juncture when placing a new syringe. There was no patient harm.

Event description:
The customer reported an infusion of lipids at 0.6ml/hr where the max zero was connected to a PICC line and noticed to be leaking at that juncture when placing a new syringe. There was no patient harm.